Event description:
Caller reported the menu button on the pump is only working sporadically. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).